Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. A pump system check was performed and the pump was functioning as intended. The customer declined to remove their infusion set site to inspect the cannula. The customer changed their infusion set and cartridge and received additional occlusion alarms. The customer changed their infusion set once more and did observe insulin exiting the infusion set tubing. The customer's blood glucose (bg) level was 400mg/dl and a correction bolus was delivered to address the bg level. The customer was to use manual injection for insulin therapy.